Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the tip pad of the vessel sealer extend (vse) instrument burned abnormally. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality identified. The customer confirmed that there was no thermal damage on the instrument tips and no arcing was observed. At the time of the event, during the sealing sequence, they heard an audible signal (continuous tone) while pressing the pedal. The seal cycle completed with the fast audible tones, but it burned more than usual. The cut was made after ¿seal completed¿ tones with no error displayed. The greater omentum tissue was less than 7mm in diameter. There was no evidence of vessel calcification. Tissue effect was observed during the sealing cycle. There was no patient injury and no unexpected additional bleeding experienced by the patient. The jaws did not come into contact with a clip, suture, staple, or other metal objects and were immersed in a liquid or contaminated by carbonized tissue. Other information was requested but the customer was not able to provide further details. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. No physical damage was observed on the wrist assembly. The instrument passed the electrical continuity test. The vessel sealer extend instrument was placed and driven on an in-house system. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. An energy activation test was then conducted on system. Wet paper towel was held between grips and began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. The vessel sealer extend instrument was fully functional. No errors occurred during in house testing. Fa performed grip force test on the instrument grips as additional testing, and it measured at 7.14 lbf in straight orientation, 6.86 lbf in yaw, and 6.7 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. Jaw gap inspection was tested as an additional functional check. Jaw grip test passed. The review of the instrument logs did not find any errors. No image or video was available for review. A review of the instrument log for the vessel sealer extend instrument (part number 480422-01/lot/serial number (B)(4)) associated with this event has been performed. Per this review of the logs, the vessel sealer extend instrument was last used in a procedure on (B)(6) 2022 via system sk2726. This is a single-use instrument. This complaint is a reportable malfunction event due to the following conclusion: during a da vinci-assisted total gastrectomy surgical procedure, the customer found the tip pad of the vessel sealer extend (vse) instrument burned abnormally. Tissue was found stuck to the instrument and the omentum tissue was burned more than usual. There was an allegation of thermal damage to the instrument. Although it is unknown what medical intervention, if any, was taken for the omentum, this complaint is being conservatively reported as an adverse event. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2 and h10. On 27-oct-2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event: in reference to the statement, "tissue stuck and sealing surface was burned more than usual," the customer explained that there was more than usual "residue" or carbonized tissue stuck to the surface of the vessel sealer extend (vse) instrument. The customer also indicated that the burned tissue was not excised and no medical intervention was required as a result of the reported issue.

Event description:
Refer to h10/h11 for follow-up information.